Event description:
It was reported that while in the cardio cath lab, the md inserted the intra-aortic balloon (iab) through a teflon sheath via the pt's left femoral artery. Upon advancing the iab, the md experienced severe resistance. As a result, the md removed the iab and teflon sheath as one unit. Using the same insertion site (left femoral artery), the md inserted a new teflon sheath and iab with success. There was a five minute delay/interruption of therapy with no harm to the pt noted. There was no report of pt death, complications or injury. The pt outcome is unk. Additional info received on (B)(4) 2011 from the distributor stated they used the teflon sheath for the 1st and 2nd trial. They removed the sheath and iab together. Further info received from the distributor on (B)(4)2011 stated there was no excessive bleeding and the pt didn't have any complications.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.